Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was alleged through stryker facebook page: "sadly now my hip is worse after the surgery and I can't get out of my house and g-ment (government?) Services won't step up. So now can't get anymore help."